Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) to insulin pump, it had a scratch all the way from front to end and the insulin pump did not respond to batteries. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed for the cosmetic damage. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed self test, active current measurement, and sleep current measurement. No failed batt test alarms noted during testing. Unit was successfully downloaded using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. However, on adapt, failed batt test (58) was recorded on (B)(6) 2024 at 18:22:50.000 hour and at 23:08:45.000 hour. Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and force sensor. Test p-cap locked in place properly during testing. The following damages were also noted: corroded battery tube, scratched case, pillowing keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and battery tube threads - cracked. In summary, customer concern for failed batt test not confirmed. No failed batt test alarms noted during testing; however, alarm was found in download history review. Customer concern for cosmetic damage at backside of pump confirmed per visual inspection. Moisture damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.